Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. This information was originally reported on 1825034-2015-02954 which referenced a journal article written on a study that this patient took part in. (B)(4).

Event description:
Information was received based on review of a journal article titled, "oxford medial unicompartmental knee arthroplasty", which described the outcome of a series of 124 oxford meniscal-bearing unicompartmental arthroplasties carried out for osteoarthritis of the medial compartment, using the oxford knee manufactured at biomet. It was reported that patient underwent a partial knee arthroplasty on an unknown date. Subsequently, patient was revised due to unknown reasons on an unknown date 2.9 years following the initial procedure.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information and corrected information: the following sections were updated: other relevant history, catalog and lot number, patient and device codes, evaluation , manufacturer narrative. The following sections were corrected: brand name, (B)(6). The product was not returned for evaluation due to unknown location. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record (DHR) and complaint history review was unable to be performed as the lot/item number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.